Event description:
It was reported that during implant it was difficult to insert the lead into the pulse generator. The physician used silicone oil to insert the lead. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.